Manufacturer narrative:
Date sent: 06/11/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the blade tip broke off. No patient consequences were reported.